Manufacturer narrative:
B3: estimated date. D4, h4: it could not be confirmed which proglide device lot number experienced the reported patient effects; therefore, the lot history record reviews are provided for both lot numbers (9091041 and 9070841). Part / lot / serial number: 12673-05 / 9091041 / not applicable. Manufacturing date: 10-september-2019. Expiration date: 31-july-2021. Unique device identifier:(B)(4). Part / lot / serial number: 12673-05 / 9070841 / not applicable. Manufacturing date: 08-july-2019. Expiration date: 31-may-2021. Unique device identifier:(B)(4) product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of infection and surgical procedure are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b3: procedure date.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, there was no issue during the endovascular treatment index procedure and no clinically significant delay. The operator did not re-prepare the access site or re-glove prior to proglide use. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was achieved using a proglide device after an endovascular intervention. Reportedly, a week after the procedure, the patient returned with an infection at the access site. The patient was treated with surgery. No additional information was provided.